Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and offered reprogramming options and recommended further testing. No additional adverse patient effects were reported. At this time, this cardiac resynchronization therapy defibrillator (crt-d) system remains in service.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and offered reprogramming options and recommended further testing. Additional information was received that a defibrillation threshold (dft) test was performed and out of range measurements were still obtained. The patient was reported to have breasts implants and those were extracted, however, out of range measurements were exhibited as well. A pocket revision was performed and the device was repositioned. No additional adverse patient effects were reported. At this time, this cardiac resynchronization therapy defibrillator (crt-d) system remains in service.